Event description:
It was reported that the bur guard cracked. This was noticed before the procedure occurred. There was no reported patient adverse consequence.

Manufacturer narrative:
B4: this complaint filed (B) (4) had three reports of product failures. Three separate medwatch reports have been filed as a result.